Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device powered off by itself. The customer advised that when battery 2 of their device was removed the device powered off. And on by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the power pcb assembly and battery contact pcb assembly to resolve this issue. Stryker also observed buttons on the main keypad to be unresponsive, however there was no confirmation that this prohibited the critical functions of the device. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and then the device was returned to the customer for use. Stryker further evaluated the removed battery contact pcb assembly and determined that the cause of the reported issue was due to worn out contacts on the assembly.

Event description:
The customer contacted stryker to report that their device powered off by itself. The customer advised that when battery 2 of their device was removed the device powered off. And on by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.